Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting into their tongue. Patient provided picture showing the lower anterior lingual area of their final aligner as the cause. Advised to try hht&t tips and file any sharp edges gently.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.